Event description:
An olympus sales representative (rep) reported that the customer¿s olympus single-use biopsy valve tore during an unspecified procedure. According to the initial reporter, this failure has occurred more than once. Reportedly, there have been several events over several months with more than 10 patients involved. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no patients harmed or consequences reported as a result of this event. This report is being submitted to capture the unknown number of occurrences. Please see report with patient identifier (B)(6) for related information.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device product code (d2) from the initial medwatch.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the biopsy valve tears could not be determined. Olympus will continue to monitor field performance for this device. It is possible that an excessive load had been applied to the housing at the time of attaching the biopsy valve to the endoscope straight to the instrument channel port and resulted in the breakage. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port.¿ olympus will continue to monitor field performance for this device.